Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer failed and was not opening. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the system drawer was failed. A field service engineer found legacy full height drawer 4 and cubies not detected on the bus. Led ds1 was blinking rapidly on the drawer control board. After powering down and reseating connections debris was cleared but the issue remained. Replacing the long card did not resolve the issue. Replacing the rear l card allowed the drawer to be detected. Functionality was confirmed through assign drawer and inventory tests. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer failed and was not opening. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.